Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high-amplitude noise artifact. No intervention was performed, and the patient would continue to be monitored.

Manufacturer narrative:
Correction: brand name was missing in the initial MDR. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted, and insulation breech was observed near the lead pin. The patient was stable post-procedure.